Event description:
During preventative maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while in the low volume setting. There were no reports of any adverse patient events while the device was in clinical use. No add'l info was provided.